Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: (B)(4). Related manufacturer reference number: (B)(4). It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead exhibited noise. The rv lead was explanted and replaced. The physician also explanted the pacemaker and the right atrial (ra) lead based on patient request. The patient condition was unknown.

Manufacturer narrative:
The reported event of ¿noise¿ could not be confirmed. As received, the device was at doo mode above elective replacement indicator level. The device was then programed to nominal settings for the remainder of the analysis. The results of all electrical test performed, including mechanical stress testing, crosstalk test and battery assessment indicate normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.